Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of 5 IV tubings from the bd alaris pump infusion set that are falling out from the blue safety clamp once inserted in the pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ IV tubing fell out on 5 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there are 5 IV tubings from the bd alaris pump infusion set that are falling out from the blue safety clamp once inserted in the pump.